Event description:
Initial reporter indicated that the pt's vns was not able to be interrogated. The pt had been having an increase in seizures and following md had not seen pt before therefore, did not know the cause or if above the pt's pre vns seizure rate. The generator was unable to be interrogated therefore, status of battery unk. Pt is being referred to a surgeon for a battery replacement on (B) (6) 2009. Reporter indicated either battery malfunction or end of battery life for generator.